Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal puncture was performed. A non-boston scientific (bsc) wire was advanced, but the physician encountered difficulty getting the non-bsc wire above the limbus. The physician let the non-bsc wire sit curled in the laa while attempting to advance the watchman access system (was) through the septum. Difficulty was encountered advancing the was through the septum. Once the was passed through the septum, the was and the non-bsc wire dove deep into the laa. No pe was observed, and a 24mm watchman flx closure device and delivery system (wds) were prepared. An anterior pe was then observed. The wds was inserted and deployed successfully in the laa after meeting release criteria. The was was removed, a pericardiocentesis was performed, and protamine was administered. 945cc of blood was withdrawn over the course of 90 minutes. The patient was transferred to the intensive care unit. The physician suspects the non-bsc wire may have perforated the laa. The patient was discharged to home the next day. It was further reported that during the pericardiocentesis the patient's blood was auto transfused.

Manufacturer narrative:
A3: sex added h6: evaluation conclusion code added.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal puncture was performed. A non-boston scientific (bsc) wire was advanced, but the physician encountered difficulty getting the non-bsc wire above the limbus. The physician let the non-bsc wire sit curled in the laa while attempting to advance the watchman access system (was) through the septum. Difficulty was encountered advancing the was through the septum. Once the was passed through the septum, the was and the non-bsc wire dove deep into the laa. No pe was observed, and a 24mm watchman flx closure device and delivery system (wds) were prepared. An anterior pe was then observed. The wds was inserted and deployed successfully in the laa after meeting release criteria. The was was removed, a pericardiocentesis was performed, and protamine was administered. 945cc of blood was withdrawn over the course of 90 minutes. The patient was transferred to the intensive care unit. The physician suspects the non-bsc wire may have perforated the laa. The patient was discharged to home the next day. It was further reported that during the pericardiocentesis the patient's blood was auto transfused.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal puncture was performed. A non-boston scientific (bsc) wire was advanced, but the physician encountered difficulty getting the non-bsc wire above the limbus. The physician let the non-bsc wire sit curled in the laa while attempting to advance the watchman access system (was) through the septum. Difficulty was encountered advancing the was through the septum. Once the was passed through the septum, the was and the non-bsc wire dove deep into the laa. No pe was observed, and a 24mm watchman flx closure device and delivery system (wds) were prepared. An anterior pe was then observed. The wds was inserted and deployed successfully in the laa after meeting release criteria. The was was removed, a pericardiocentesis was performed, and protamine was administered. 945cc of blood was withdrawn over the course of 90 minutes. The patient was transferred to the intensive care unit. The physician suspects the non-bsc wire may have perforated the laa. The patient was discharged to home the next day.